Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause is due to a defective processor board likely due to aging. Upon visual inspection of the platform, front enclosure was cracked, battery lock was bent, excessive wear on the switch assembly membrane and backlight is not illuminating. These physical damages found during visual inspection are characteristics of wear and tear. These observations are not related to the reported event. The autopulse platform is a reusable device and was manufactured on 31 aug 2012 and has exceeded its expected service life of 5 years. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message, confirming the reported event. Review of archive data revealed latch error 71 (motor drive train command issue) system error. After replacement of the front enclosure, battery lock and processor board, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. The user was unable to clear system error message after troubleshooting. No patient involvement.